Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that an unexpected reset occurred. Customer reported a blood glucose level of 139-158 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and continued to use the pump for insulin therapy.